Event description:
It was reported that while servicing a unit during a preventative maintenance (pm) service repair, the getinge field service engineer (fse) also observed a worn display cable strap. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) resolved the issue by replacing the cable tie, 5/16 nylon p-clip. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Due to character restrictions event site name: (B)(6). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).